Event description:
Pdc received a call on (B)(6) 2013, reporting medical intervention that occurred on (B)(6) 2013, at 7:00 pm. Caller (kg) stated that patient was sweaty, weak, could not really talk and disoriented. At the time of the event prodigy meter glucose reading was said to be 169 mg/dl. Patient thought her blood sugar level was low but the prodigy meter was reading higher. Paramedics were called immediately assuming problems other than her sugar level. Patient ate a sandwich while waiting on paramedics. No blood test were done by paramedics. Glucose reading upon arrival at hospital was 70 mg/dl. Caller does not know treatment administered at e.r., only that her glucose was high enough to leave hospital. Hospital stay was overnight. Patient's normal blood glucose reading is 120-300 mg/dl. Fdc sent replacement and prepaid envelope requesting return of suspect device.